Event description:
It was reported that patient was presented in the clinic with low voltage alarms going off periodically on both batteries and wall power. Log files were submitted for review. Patient had cleaned their battery clips and there did not appear to be any damage to equipment. The log file captures many clusters of odd voltage trends alongside low power advisory alarms while the patient was connected to batteries indicating a weak connection between them. Technical services recommended cleaning the battery clips and battery contacts with an alcohol wipe or to replace the clips with another set if the issue persists. If the alarms continued, then exchanging the system controller would be the next step to resolving the alarms. The log file also captured a cluster of power cable disconnects and low power hazard alarms while the patient was connected to the mobile power unit (mpu). It was caused by power to the mpu being briefly interrupted which appeared to have been due to the mpu ac power cord coming loose at the mpu or ac wall outlet, or a house power disruption. There was no interruption in pump support during those events. The system controller was exchanged which resolved the low voltage alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage alarms were confirmed via the submitted log files. A review of the log files revealed multiple intermittent atypical low voltage and power cable disconnect alarms were captured throughout the log file and associated with relative state of charge (rsoc) invalid faults. The alarms were transient in nature and did not affect pump function. The alarms were active on both battery and wall power. No other notable events were observed. Pump function was not affected. The mobile power unit (mpu) (mpu-50762) was not returned for analysis. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (document rev. D) and the heartmate 3 patient handbook (document rev. A) are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (document rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (document rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power alarms. The heartmate 3 IFU (document rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (document rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. This section states to clean the contacts on the battery clips lightly with alcohol to ensure proper connection. The heartmate 3 patient handbook (document rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.